Manufacturer narrative:
During inspection and testing of the returned device, service found the b30 error was caused by liquid intrusion of the scope connector. After the scope connector was dried, the image returned to normal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the moisture in the scope connector likely resulted in a temporary short-circuit of the circuit board in the scope connector. However, a definitive root cause could not be determined. The following are possible ways for moisture to invade the scope connector: stress, such as opening the venting connector, was accidentally applied while the device was underwater. Foreign material such as a fragment of a cleaning tool was caught in valve of the venting connector, causing the venting connector to not close. When used with a reprocessor, the leak test air tube was broken/inadequately attached, or packing of reprocessor / leak test air tube was broken. Then, moisture invaded the tube. Resulting in moisture invading the scope connector during the leakage test. Furthermore, according to the reprocessing manual, moisture may invade the scope connector by the following handling: immersing endoscope, to which sterilization cap was attached, in reprocessing liquid. Attaching connector cap of leak tester to wet venting connector. Attaching / detaching leak tester underwater. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that an e315 error message [non-compatible endoscope] was displayed on the subject device during reprocessing. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service could not duplicate the customer¿s reported e315 error; however, a b30 error message (scope communication error) was displayed. This report is being submitted for the malfunction found by service during the device evaluation (b30 error).